Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was initially implanted with an afx bifurcated stent graft, an afx suprarenal aortic extension, and an afx limb stent graft. On (B)(6) 2018, a secondary procedure was performed for an unknown reason and an afx2 bifurcated stent graft an afx vela suprarenal were implanted. No additional event or patient information is available.

Manufacturer narrative:
Based on the information received, clinical assessment confirmed the report of the secondary endovascular procedure. The complaint is most likely device related (use of strata material). Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The clinical assessment determined that there was evidence to reasonable suggest a type iiib endoleak of the main body occurred that was not included in the event as reported. The endoleak was discovered on (B)(6) 2018, during review of the 49 month post implant CT scan. The device remains in the patient and will not be returned for evaluation. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Device manufacturer date: correction.